Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked inside the yellow bag and observed some crystallized drug. The device contained fluorouracil 3900mg in 115ml of sodium chloride 0.9%. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between november 25-26, 2024. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs observed a device contained inside a yellow bag; however, did not show the reported defect. The reported condition was not verified in the photo samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.